Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation on (B)(6) 2019. Initial visual inspection revealed no physical damage. The investigational analysis completed on (B)(6) 2019. The device was inspected and it was found in normal condition. During the second visual inspection metal was found exposed on the tip. A deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition causing the t bar exposure. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The customer complaint was confirmed. However, an internal corrective action was created to investigate this issue. The root cause of the t bar exposed is related to the t bar slippage due to the stress caused by the t bar inside the tip. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and a deflection issue occurred. During the case the puller wire broke. The cable was replaced with no resolution. Catheter replacement resolved the issue. No adverse patient consequences were reported. The broken puller wire issue has been assessed as not reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and on (B)(6) 2019 observed the t bar slid down, exposing metal on the shaft. The slid down t bar has been assessed as MDR reportable as the integrity of the device was compromised. The alert date has been reset to (B)(6) 2019.